Manufacturer narrative:
Additional contact information: (B)(6). Received two (2) photos of the set in a bag. No evidence of leakage was observed. The complaint of filter leakage cannot be replicated or confirmed without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where a 0.2um filter leakage of an unknown chemo drug during infusion was reported. There was patient involvement but no patient harm.